Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported via phone call that, the customer had high blood glucose of 476 mg/dl. Customer stated that, she has only been on the pump for three days and blood glucose was running high. She took insulin and blood glucose come down. Customer advised to call back if the issue persists or if they have any other problems. The insulin pump will not be returned for analysis.